Manufacturer narrative:
The manufacturer previously reported an alleged issue related to a CPAP device's sound abatement foam and that there was no report of patien harm or injury. After review, it was determined that the patient reported particles in tubing/chamber, difficulty breathing/short of breath, and particles in mask. Patient states stopped use of device becasue patient couldn't breathe and was hospiatlized. Sections b1, b2, and h1 were updated accordingly. In addition, the device was receviced and evaluated by the manufacturer. The results of the device evaluation are as follows: there were no errors found during evaluation. The device passed all testing. The manufacturer concludes there is no evidence of foam degradation within the device.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.